Event description:
It was reported via repair work order that the base legs would not retract when being raised and the base would not lower. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.